Event description:
Plaintiff alleges developing a severe allergy to latex gloves from wearing the latex gloves and as a result has experience allergic reactions to latex products and is unable to be in her work invironment due to the presence of latex products. Further alleges that she has been severely damaged in her ability to participate in the affairs of life and her earnings capability and has lost earnings that would have occurred to her, and incurred medical bills in attempting to diagnose and treat her condition.